Event description:
It was reported that the inflatable penile prosthesis (ipp) device cycled fine for years and then became to malfunction. The pump cycled fine once removed from the scrotum, but them malfunctioned again once placed back into the scrotum this was attempted several times with the same result. No air was observed in the system, however the pump did stayed flat sometimes. It was decided to replace the pump. No patient complications related to device.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. An investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device cycled fine for years and then became to malfunction. The pump cycled fine once removed from the scrotum, but them malfunctioned again once placed back into the scrotum this was attempted several times with the same result. No air was observed in the system, however the pump did stayed flat sometimes. It was decided to replace the pump. No patient complications related to device. Allegation was confirmed via product analysis.